Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. Further information is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. Note: review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that would be used during implantation of stryker knee implant.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent total knee replacement and the surgeon utilized the shapematch cutting guide. It is further alleged that "subsequent to her knee replacement, the patient began experiencing significant knee pain and discomfort as well as joint instability and limitation on mobility. Diagnostic testing has revealed that the knee replacement is misaligned and may need to be replaced."